Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solution ltd; 3005278776) and (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device was not available for evaluation, however, the production history files were reviewed, indicating that the device was released according to the product specifications. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices. Patient's co-morbidities including diabetes and obesity are known to be associated with an increased risk of anastomosis leakage.

Event description:
Patient underwent open lar due to colon malignancy. The anastomosis was created using the colonring. On pod 4, a dehiscence of the anastomosis was indicated by (B)(6). Re-laparotomy revealed leak on the left side in front of the first quarter of the anastomosis. The surgeon reported that: it has been easy to pull out the ring. Rectal stump has been closed with sutures and end to side anastomosis with stapler, double barrelled transversectomy was done.